Manufacturer narrative:
(B)(4). Pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify weak battery alarm and weak signal alarm due to motor error alarms.

Event description:
Information received by medtronic indicated that the insulin pump had motor error alarm. Customer was able to clear the alarm and able to complete rewind. Customer reported that the drive support cap appeared to be normal. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
The country of origin has been changed to (B)(6).